Manufacturer narrative:
Article citation: morgan, sarah, et al. ¿breast implant-associated ebv-positive diffuse large b-cell lymphoma: two case reports and literature review.¿ pathology - research and practice, vol. 226, 2021, p. 153589., https://doi.org/10.1016/j.prp.2021.153589. (B)(4). The events of "capsular contracture, infection, necrosis and granuloma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV, and pain.

Event description:
Through the journal article ¿breast implant-associated ebv-positive diffuse large b-cell lymphoma: two case reports and literature review¿ healthcare professional reported a patient who started to feel pain and noticed swelling of the left breast. Patient had removal with ¿capsulectomies due to baker 4 capsular contracture¿, ¿two layers of capsule were noted (double capsule), with a primary capsule which was loose and located directly around the implant and a secondary capsule which was very thick and adherent posteriorly to the chest wall. A milky purulent discharge was present in the space between the primary capsule and the implant¿, ¿focal foreign body giant cell reaction¿, ¿capsular tissue with necrosis associated with a minimal infiltrate of atypical lymphoid cells confined to the fibrous capsule¿ , ¿lymphoma cells were large, embedded in fibrin¿cd30+. Negative for alk. ¿ a pathology report was noted that confirmed cd30+ and alk- cell presence on patient¿s left side. However, since this case does not meet the additional criteria, the report of "diffuse large b-cell lymphoma" is considered not device related. The patient was treated with four cycles of r-chop. The device has been explanted and not replaced.